Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was broken which resulted in a leak during drain three of peritoneal dialysis therapy. The home patient had placed a clamp on their line to keep it from leaking further. The patient was connected at the time of the reported event. The technical service representative helped the home patient end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.